Event description:
It was reported that the patient's pump malfunctioned; on (B)(6) 2011. The "pump stalled again." The programmed daily dose of morphine was 15 mg. A critical "beep" was noted on (B)(6) 2011 and "the drug is not being infused." Per this reporter, "the doctor has been using the highest quality of morphine available with filter." The patient experienced "a lot of pain" and was described as being "totally dependent on the morphine pump." The patient was prescribed oral morphine 240-300 mg of morphine orally per day. Per the reporter, "this not only makes me disoriented but is also damaging my internal organs." It was also indicated that this medication was "further complicating the case and is leading to deterioration of patient's condition" and the patient "may be admitted to hospital anytime" due to this. The patient experienced "unbearable mental and physical suffering." The patient was hoping for "urgent" replacement of the pump as "the patient continues to be critical." Follow-up information has been requested but was not available at the time of this report.